Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a patient implanted with a 25mm pericardial valve in the aortic position for 9 (nine) years, 8 (eight) months, and 19 (nineteen) days, underwent a valve-in-valve procedure due to severe stenosis and insufficiency. Intraoperative tee showed excellent functioning of the transcatheter valve with only trace insufficiency with a mean gradient of 6 mmhg. Subsequently, the patient was transported to the ICU in stable condition. Patient recovered appropriately post operatively and was discharged to inpatient rehabilitation for further therapy on pod three. No information was provided indicating the physical condition of the failing aortic valve.